Manufacturer narrative:
(B)(4).

Event description:
It was reported that, on start up a 980 ventilator generated an inoperable diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
(B)(4). Service engineer reseated the usb flash drive and error was eliminated. The unit passed all testing and operates within the manufacturing specifications.